Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneyrysm and vessel morphology at the time of implant are unk. It was reported that the pt was lost to follow-up. It was reported that at an unk time the pt was treated with embolic glue for type ii endoleak of the lumbar arteries however, the type ii endoleak did not resolve and the dr elected to embolize the ima to restrict the blood flow. The final angiogram demonstrated migration of the stent graft and a type I endoleak, dilatation of the aortic neck due to disease progression. The dr elected to implant two cuffs from another MFR, however the type I endoleak did not resolve. The dr elected to explant the stent graft. The pt was reported to be fine.